Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The monitoring voltage was 2.66 v with a charge time of 19.2 seconds. It is also reported that there was one episode in which there was no vp following an ap which technical services thought may be an oversensing issue which then resulted in the patient's rhythm coming in as an escape beat.